Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic pancreatectomy. The instrument did not fire. Another device was used to complete the procedure. No known impact or consequence to patient. There was no patient injury.